Manufacturer narrative:
Additional information received, device investigation report identified the device as unknown biomet abutment screw. Upon reassessment of the reported event, it was determined that the device was previously filed under the incorrect manufacturing site, MFR number (0002023141 - 2020 - 02064) on 23 nov 2020. As a result, the event has been reassessed and is being filed under the correct MFR number. Investigation results have been completed and attached below. Zimmer biomet complaint (B)(4). One unknown screw (possibly a biomet screw since associated implant was a biomet implant. Device was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address the first of two reported loosening events. Functional testing could not be performed since the product was not returned. No pre-existing conditions were noted. The device had been placed on tooth #19 (universal) for approximately 7 months when the first loosening event occurred. X-ray or picture images were not provided. DHR and complaint history review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified since the product was not returned and the exact details of event were nonverifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported an unknown biomet screw loosened, the crown was falling off. Screw was retightened. Tooth location 19. Event was previously submitted under the incorrect manufacturing site.